Event description:
Hold for co 11.6. Philips received a complaint from the biomedical engineer (bme) on the v60 device indicating that the alternating current (ac) power was not shown on the display. It was reported that there was no patient involvement at the time the issue was discovered. The bme reported to the remote service engineer (rse) that the alternating current (ac) power was not shown on the display. The ac light emitting diode (led) was not on, and when checking in service mode, the device was not showing any ac power. The rse troubleshot the device with the bme, and the bme found that the power cord was not working properly. The rse provided the bme with the part number and price of the replacement power cord.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer confirmed that the power cord was replaced and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.